Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the left femoral vein. The target lesion was located in the left external iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced to the target lesion for post dilation of an unspecified size wallstent stent. During inflation at unknown atms, the balloon ruptured. Half of the balloon came off the shaft of the device and was left inside the patient. The detached part of the balloon was snared and was successfully removed. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the shaft and a complete balloon circumferential tear. The tear was located at 9cm distal to the proximal edge of the proximal balloon sleeve. A break was also present in the shaft. The break was located at the distal edge of the distal markerband. An examination of the break site identified that the shaft was stretched. It is noted that the break and stretching of the shaft is consistent with excessive tensile force having been applied to the device. The distal section of the balloon tear was still bonded on the broken shaft. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus" (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the left femoral vein. The target lesion was located in the left external iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced to the target lesion for post dilation of an unspecified size wallstent stent. During inflation at unknown atms, the balloon ruptured. Half of the balloon came off the shaft of the device and was left inside the patient. The detached part of the balloon was snared and was successfully removed. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.